Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. (B)(4). Device not available for return.

Event description:
"Customer used mityvac m-style suction cup product code: 10007lp during suction cup delivery on (B)(6) 2017. The stem broke away from the cup during pulling. The cup was placed on baby's head as per normal protocol. After suction cup broke, gynecologist performing procedure decided to do an cesarean section." (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. Reference e-complaint-(B)(4). Update: investigation *analysis and findings the reported event of the stem breaking was not visually verifiable due to the absence of the affected sample at the time of the investigation. If the actual affected device is made available in the future, the complaint may be reopened and an visual investigation evaluation verification may be performed. Previously reported similar events have indicated that where the vacuum tube broke away from the over-molded cup was at a failsafe molded feature on the vacuum tube, designed to break away under extreme vacuum pull force, but have a minimum threshold of 41lbs pull force. DHR review indicated that the subassembly for the cup-vacuum tube supplier lots, for part number 53348, had met the minimum pull force requirement as indicated by the spc capability data. A review of the product dfu was performed, but there is no indication of possible misuse based on all the information available. Previous complaints from the past few years that were similar in nature revealed that the product had been properly sampled and all testing provided from the plastic molder, exceeded the minimum pull out force spec of forty one (41) pounds in all instances. In conclusion, based on all the available evidence, it is concluded that the sheared stem tube occurred as a result of excessive applied pull force or manner contrary to the device intended use. Corrective actions *correction and/or corrective action a corrective action is not applicable due to the absence of the affected device at the time of this investigation for physical inspection of the affected device. However, if the affected device is returned in the future and made available for investigative inspection verification, the complaint may be reopened and addressed as required. Reason: per bsr-qar-026, this complaint will be monitored for trending in that no injury was reported to end user or patient. *was the complaint confirmed? No.

Event description:
"Customer used mityvac m-style suction cup product code: 10007lp during suction cup delivery on 27.4.2017. The stem broke away from the cup during pulling. The cup was placed on babys head as per normal protocol. After suction cup broke, gynecologist performing procedure decided to do an cesarean section." Reference e-complaint (B)(4).